Manufacturer narrative:
Returned for evaluation was a 4 fr. Dual lumen catheter. The catheter was returned in two pieces. The proximal section (including hub) measured 29cc and the distal section (tubing) measured 27cm. Lot history review found no prior product complaints of similar nature. Through tactile inspection, the tubing was found to be severely elongated and appeared to neck down lengthwise at the break site. Adhesive residue was also apparent on the catheter tubing adjacent to the break point. Under magnification, the texture at the break points appeared granular and dull, with some spots of jaggedness. The catheter ends at the break site mate together. These signs indicate a tensile break. The adhesive residue on the tubing indicates that the catheter was not secured according to the MFR's instructions for use. This states: "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter broke at one lumen. The reporter was not sure how this had happpened as the pt had a weak right side and the catheter had been placed in the pt's left side. The catheter was removed. No pt injury was reported to have occurred.